Event description:
The pt was hospitalized with dka. It was stated that the sets were changed several times, and customer could not be released until bgs were stabilized. A replacement pump was requested.